Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery would not charge using the tandem usb cable and wall charger. Reportedly, customer used another usb cable/wall charger to charge battery. There was no reported impact to customer's blood glucose.